Manufacturer narrative:
(B)(4). Results: (death, bleeding). (Pre-operative dissection). (Implantation of the device for a pre-existing dissection). Conclusions: lack of effectiveness (pre-operative dissection). (Implantation of the device for a pre-existing dissection).

Event description:
A talent captiva thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a type a dissection that extended down the descending thoracic aorta to the celiac. The physician wanted to do a hybrid endovascular-open repair. The case was started and the patient was placed on bypass. The ascending aorta was repaired and the aorta was transected just past the subclavian artery. At this point the physician wanted to deploy a (B)(4) antegrade from the area he had transected. The physician attempted to place the graft without a wire or fluoro guidance. The device would not advance. The device was removed and then a wire was placed and the device advanced. This time the device went without any issues. The physician deployed the stent graft and proceeded to finish the rest of the open repair. It was reported that 30-45 minutes later, the patient was bleeding from his left chest. The stent graft was placed from the true lumen proximally and had gone thru a fenestration and the distal end, which is actually the proximal end of the talent device, into the false lumen . The catheter that was advanced up from the left femoral and was in the true lumen, however, they could not get back into the false lumen. At this point, the patient was still bleeding and the physician decided to use the catheter and the back end of the glide wire and passed it thru the septum of the dissection. The wire and catheter were then advanced into the stent graft. An angio was performed and the decision was made to extend the device with a (B)(4). It was placed to extend the device 8-9 cm. An angio was done from the open repair and showed no leak, however when injecting from the right groin bypass port the true lumen filled as well as the false and continued to flow up the false lumen and leak into the chest. With no CT below the level of the celiac, it is unknown how many fenestrations may have been in the visceral segment and the infrarenal segment. At this point the physician went out to talk to the family and the decision was made to stop, and the patient expired. An autopsy showed that the device had torn the septum of the dissection and that is what caused the patient to expire. The false lumen basically filled up with blood and ruptured. (Reference MDR report# 2953200-2011-01540).